Event description:
I used a renowned ophthalmologist, (B)(6) to perform cataract surgery on my right eye, 7 years ago, on (B)(6) 2014. A "trulign toric" intraocular lens was implanted. A cascade of problems followed with 5 additional surgeries to correct issues. I was just evaluated today by another ophthalmologist, (B)(6) in (B)(6). He informed me that the lens has "torqued "out of place-- something called the "zsyndrome"-- an asymmetric vaulting of a plate-haptic iol. My understanding is that there are few remedies for this problem that don't involve lots of risk. My vision is greatly compromised, as is my quality of life. I did research this lens back in 2014, but saw no mention of the risk involving this particular lens. Nor did my ophthalmologist warn me of this risk-- I certainly would not have chosen it. FDA safety report ID # (B)(4).